Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, one of the staff members stepped on the patient side cart (psc) blue fiber cable resulting in a non-recoverable fault. Prior to calling technical support, the customer was unsure if the psc was damaged and grabbed the psc to continue the procedure. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event of the connector of the blue fiber cable breaking and the head of the connector getting stuck in the patient side cart (psc) fiber port. The fse was able to remove the broken connector head and replaced blue fiber cable to resolve the issue. The system passed all applicable tests and inspections. The fse was unable to test drive the system due to customer setting up for case. The system started in normal mode with no issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.